Manufacturer narrative:
(B)(4). Batch # m55p2f. The analysis results found that one sc60 device was returned with the firing mechanism damaged and an ecr60g cartridge reload present. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components; the firing shuttle was noted to be damaged, causing the firing mechanism not to properly operate. The damage to the firing shuttle is consistent with high forces applied when clamping over hard objects and or thicker tissue then indicated. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the device could not fire on the fifth firing with the green reload dealing with pulmonary bronchi. There was cracking sound inside the device. Suture and manual cutting were used to complete the procedure. There were no adverse consequences for the patient reported.